Manufacturer narrative:
Device evaluation: residue of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected inside the cartridge tube, the lens was observed at the loading zone, indicating the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed. Small particles that could be related to handling the unit out of a controlled environment were observed on the surface of the cartridge. Any tip cracks or broken tip was not observed at the cartridge tube. The customer's report of plastic tip on the tip of the cartridge not allowing the lens to advance, per the visual test was not observed. The reported event was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: if implanted; give date: n/a (not applicable) the cartridge is not an implanted device. Explant date: if explanted; give date: n/a (not applicable) the cartridge is not an implanted device; therefore, was not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a plastic tip on the tip of the cartridge which did not allow the iol to advance and the lens got stuck in the cartridge. There was no patient contact. No additional information was provided to abbott medical optics.